Manufacturer narrative:
The patient contacted customer support due to difficulty powering on their blood glucose meter. Troubleshooting was performed via telephone and a faulty charger was found to be the likely cause of the alleged issue. A replacement charger was issued and only the suspected charger was returned to philips for evaluation. Inspection of the returned charger found the plastic and adhesive near the usb-c connector had melted. The charger would not fit into a known functional meter due to melted adhesive covering the usb-c connector. Testing of the suspected charger confirmed that when connected to a power source, the usb-c connector quickly reached elevated temperatures. The charger will be sent to vendor for further analysis to determine root cause of the charger failure. After shipment of the replacement charger, a follow-up call was made to the patient. To date, the patient has not responded or contacted customer support for further inquiries. Reading transmission records for the affected blood glucose meter show daily transmission of new test results following delivery of the replacement charger. This demonstrates that the device successfully charges and powers on when connected to a different charger with no indication of device malfunction.

Event description:
Patient alleged that their blood glucose meter would not charge, and that the charger got hot while plugged in. No additional information was provided by the patient and no injury or property damage was alleged.

Manufacturer narrative:
The affected charger was sent to vendor for additional root cause analysis. Vendor investigation concluded that excessive heating of the usb-c connector was caused by liquid spilled into the connector and is attributed to end-user misuse.